Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not maintain pressure at the fluid delivery line valves during preventive maintenance. They stated that all of the valves were below the -4 psi. Also stated that this was an indication of a failing circulation pump and said they would replace the circulation pump onsite. Per follow up information received via email on 10jan2023, there was no patient involvement reported. Biomed would order the pump and replace it onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not maintain pressure at the fluid delivery line valves during preventive maintenance. They stated that all of the valves were below the -4 psi. Also stated that this was an indication of a failing circulation pump and said they would replace the circulation pump onsite. Per follow up information received via email on 10jan2023, there was no patient involvement reported. Biomed would order the pump and replace it onsite.